Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional, or significant information becomes available at a later time.

Event description:
We received the following report. During an unspecified procedure, the subject device was used. The tissue pad of the grasping section came loose. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. From a past similar case, we determined that ¿padding on top jaw came loose.¿ described in event description meant ¿the peeling of the tissue pad and loose¿. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1. No tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The above device handling has warned in the instruction manual.

Manufacturer narrative:
This is a supplemental report to provide additional information. It was reported additional information as follows: there were no fallen fragments inside the patient, the floor only.